Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The patient stated the pump was "rock hard". A revision surgery was performed in which the pump was removed and replaced. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that no air or perforation was observed in the device. The patient was said to be fine after the procedure.